Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dosage) via an implantable infusion pump for non-malignant pain. It was reported that the patient was due for a refill around (B)(6) 2017, but the healthcare provider's (hcp) office was closed. The patient heard the alarm, and went through withdrawal and increased blood pressure. The pump was without drug for about two weeks. Then, about six months prior to (B)(6) 2018, the patient noted that the pump was not helping the patient's pain. The change in therapy/symptoms was noted to be gradual. Compatibility guidelines for an MRI were requested. No further complications were reported.